Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 a part of (B)(6). On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, per the patient's discharge summary, the patient¿s condition had been stable since the first bronchial thermoplasty treatment, with the exception of a mild infectious exacerbation, without the need to change therapy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 1.86, fev1 % predicted: 49.00, fvc: 3.64, fvc % predicted: 79.00. Post-bronchodilator: fev1: 2.05, fev1 % predicted: 55.00, fvc: 3.92, fvc % predicted: 85.00.